Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for hi blood glucose test results. Home health aide is calling on behalf of the customer. The customer is concerned with test results from results obtained of 550 mg/dl and hi. The customer's expected fasting blood glucose test result range is undisclosed - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016 aide stated the customer has not had any changes in her diet. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of 550mg/dl and hi in the meter's memory. The customer was advised that hi could mean the blood result is over 600mg/dl. The customer takes her blood test fasting. The customer has not had any changes in the diet. Unable to perform a back to back blood test as the customer is eating at this time.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Home health aide is calling on behalf of the customer. The customer is concerned with test results from results obtained of 550 mg/dl and hi. The customer's expected fasting blood glucose test result range is undisclosed - 300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2016 aide stated the customer has not had any changes in her diet. The meter memory was reviewed for previous test result history: a 209mg/dl (B)(6) 2016 01:00 pm, fasting:yes. A 102mg/dl (B)(6) 2016 12:58 pm, fasting:yes. A 281mg/dl (B)(6) 2016 05:45 pm, fasting:yes. A 550mg/dl (B)(6) 2016 09:07 pm, fasting:yes. Hi (B)(6) 2016 02:47 pm, fasting:yes. Memory concerns: the customer is concerned with the results of 550mg/dl and hi in the meter's memory. The customer was advised that hi could mean the blood result is over 600mg/dl. The customer takes her blood test fasting. The customer has not had any changes in the diet. Unable to perform a back to back blood test as the customer is eating at this time.